Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a fractured tibia was treated with a fixateur on (B)(6) 2020. On (B)(6) 2020, the fracture was treated with anteorale distale tibia plate. This plate was found to be broken on the (B)(6) 2020. It was removed and the patient was revised. There is no further information available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 3.5mm ti lcp(tm) anterolateral distal tibia pl 13 holes/right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part: 441.448. Lot: 9780313. Manufacturing site: raron. Release to warehouse date: 13.jan.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Picture review: based on the provided pictures the plate breakage could be confirmed. The breakage occurred in the shaft region at the tenth hole (counted from proximal end). However, the provided pictures do not allow for any determination of the root cause. Products were not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: part returned. H3, h4, h6: device history lot, part: 441.448, lot: 9780313, manufacturing site: raron, release to warehouse date: 13.jan.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified part: 441.448, lot: 9780313, manufacturing site: raron, release to warehouse date: 13.jan.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: picture review: based on the provided pictures the plate breakage could be confirmed. The breakage occurred in the shaft region at the tenth hole (counted from proximal end). However, the provided pictures do not allow for any determination of the root cause. Products were not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Background: a fractured tibia was treated with a fixature on the (B)(6) 2020. On the (B)(6)2020 the fracture was treated with anteorale distale tibia plate. This plate was found to be broken on the (B)(6) 2020, removed and revised. Investigation flow: damage. Visual inspection: the lcp dist-tibpl3.5 antero-lat r 13ho l184 (part #: 441.448, lot #: 9780313) was received at us cq. Upon visual inspection, the plate was broken into two distinct pieces at the ninth combi hole from the proximal end. Discoloration and scratches were also observed on the returned broken device. Device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the plate was received broken into two pieces. Although no definitive root cause could be determined based on the provided information, it is likely the device experienced high stresses/forces that were above what the device was validated to withhold. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: additional concomitant device reported. D9: part return delayed due to covid-19 quarantine restrictions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.